Event description:
A malfunction was reported by a customer experiencing a blizzard while using a pump inside her home. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and advised that she could continue using the pump. The customer was instructed to call back if the malfunction reoccurred, and she acknowledged and understood the instructions.